Event description:
It was reported that one of the pins is pushed in but no physical damage on the pin itself. There is no response from the anspach drill when attempting to run the drill test from the navio admin screen. Realigned the pin but still no response from the drill. No patient involved.

Manufacturer narrative:
H10 h3, h6: the drill was intended to be used in treatment and there was no response from drill, visually being confirmed a recessed pin. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was investigated on-site. During visual inspection and functional evaluation, it was found that the user was able to re-align the recessed pin. Visually, it could not be identified which pin was recessed. Using a blunt instrument, we lightly pressed on each pin in the connector, 3 pins easily recessed themselves. This was the cause for the error. Either the pin's retention wings were broken or the pin was never fully seated to begin with. The part was returned for repair to OEM. The malfunction is most probably due to supplier / raw material fault.